Event description:
Pt reported unit burned her (lower back area). She came to the main office, dropped the unit off in person and showed the redness on her lower back to the qual mgr. See scanned pages.